Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 06/26/2015 with the following findings: the pump's black box showed no evidence of short battery life, however the alarm history showed multiple battery alarms. Multiple pump reboot events were also observed in the black box on (B)(6) 2015. The top of the battery cap was found to be damaged. The battery compartment had a crack observed below the grip pad. The pump's current draws were within specifications. There was no evidence of moisture or loose components inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.